Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting oversensing, noisy electrograms, pacing inhibition and delivery of an inappropriate shock (following an asystolic event).